Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (12/21/2014), the patient¿s test strips #3593151 and #3533870 have been returned on 11/4/2014 and evaluated by lifescan product analysis on 12/9/2014 with the following findings: the test strips #3593151 were evaluated and the reported issue could not be confirmed; however, a secondary issue was noted when the test strips #3593151 were evaluated and found to be misclassified by the meter. A tertiary issue was noted when the test strips #3593151 were found to have results below range when tested with control solution. The test strips #3533870 were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.